Event description:
Medtronic handpiece number is: em800n; attachment: mr8-14; bit used: midas rex mr8 14mh30 h5863312 was brought in by the medtronic representative to be used in a surgical case, and during the procedure the drill bit over heated and malfunctioned, burning the drapes. This is a serious hazard and caused the surgery to temporarily stop. Manufacturer response for medtronic handpiece number, medtronic (per site reporter). Device was medtronic vendor loaned - handpiece number is: em800n; attachment: mr8-14; bit used: midas rex mr8 14mh30 h5863312. Devices were delivered to the facility for reprocessing a week prior to procedure, as part of a collection of other instrumentation and implantable sets. They were reprocessed in accordance with the manufacturer¿s instructions for use and sent to the sterile core. Device was removed from service upon discovery and notification of the event. The vendor representative arrived at the facility on to evaluate the devices. According to the vendor, he took the devices to the operating room (or) to ¿test¿ the functionality of the devices. The vendor then stated that it was his opinion that the attachment¿s bearing was not working properly and needed replacement. The vendor also stated that the non-functioning attachment was ¿old¿, and ¿should have been replaced¿ earlier.